Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process. "Not applying clip properly" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot #73h1700709 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the process of using the stapler, skin liagation failed and the stapler stopped with half of staplers in the device. There was no patient injury.